Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a complete lead was returned in two pieces with the connector portion measuring 14.0 cm and the distal portion measuring 49.8 cm. Internal insulation abrasions were noted 13.6-13.9 cm and 137.-14.2 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.